Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. Reportedly, the customer reverted to an alternate method of insulin therapy. Customer blood glucose was 350 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.